Manufacturer narrative:
Eval of the returned product: several sections of the device were returned to lifecell in a deteriorated condition due to poor transport preservation. To be specified: review of the device history record. Review of the lifecell complaint sys for any other complaints reported to lifecell against the devices distributed from this lot. Review of the device history record revealed no deviations associated with the nature of this complaint. To date, 18 devices processed for this lot have been distributed, with no issues of other complaints reported to lifecell against this lot. Conclusion: no conclusion can be drawn. User facility has been queried for add'l case info. If add'l info is obtained, a follow up report will be submitted.

Event description:
It was reported to lifecell, as follows: on (B)(6)2009, the pt underwent ventral hernia repair procedure with a device; pt coughed post-operatively; re-herniation was confirmed by CT scan. On (B)(6)2009, the pt underwent surgical repair of re-herniation, during which it was noted that the device had torn and was explanted.